Event description:
A report received from the USA, stating that the device "will not hold [the] bur". It is known that this event did occur during surgery. There was no report of user/pt injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).